Manufacturer narrative:
Analysis was performed by phiiips remote service personnel stated the issue was confirmed to be with the ECG module. Ordered part for customer who will take care of replacing the part themselves. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was the ECG module. The issue was resolved by ordering part the issue was resolved by replacing the unit.

Event description:
Philips received a complaint on an wireless ECG 3.0 module (networks 1-5) indicating that its is displaying an unstable heart rate. The device was in clinical use at time of event, there was no patient or user adverse event reported.